Event description:
Note: this report pertains to two cre pro gi wireguided dilation balloons and two alliance inflation syringes used during the same patient and procedure. It was reported to boston scientific corporation that two cre pro gi wireguided dilation balloons and two alliance inflation syringes were used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the balloon seemed to be inflated on the fluoroscopy; however, the needle of the syringe did not move at all . Reportedly, a second cre pro gi wireguided dilation balloon was used but the issue was not resolved. Then, a second alliance inflation syringe was used but the issue was still not resolved. The procedure was not able to be completed as another balloon device was not available for use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility name: (B)(6). Block h6: device code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon, the catheter and the wire of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section of the balloon. It is possible that interaction with the scope or any other surface during the procedure could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two cre pro gi wireguided dilation balloons and two alliance inflation syringes used during the same patient and procedure. It was reported to boston scientific corporation that two cre pro gi wireguided dilation balloons and two alliance inflation syringes were used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the balloon seemed to be inflated on the fluoroscopy; however, the needle of the syringe did not move at all . Reportedly, a second cre pro gi wireguided dilation balloon was used but the issue was not resolved. Then, a second alliance inflation syringe was used but the issue was still not resolved. The procedure was not able to be completed as another balloon device was not available for use. There were no patient complications reported as a result of this event.